Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no visible physical damage. No evidence was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective mpu board. The mpu board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 46822. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.